Event description:
(B)(4). Since having essure, I have been experiencing excessive sweating, hot flashes, joint pain, frequent headaches, migraines, brain fog, bloating, swelling of limbs, gas, heartburn, heavy bleeding during periods, irregular periods, clotting during periods, extreme fatigue, inflamed sinuses, unable to lose weight, crying spells, mood swings, ringing/clicking in ears, scalp and skin rashes.